Event description:
Pt was attached to monitor leads and quick combo pads. Monitor used as follows: defibrillation at 200, pacer, defibrillation at 300, pacer, defibrillation at 360, pacer. Pt alternated between ventricular fibrillation and slow idioventricular rhythm. During last pacer use when "current" was pressed the "current" mask appeared and the display froze along with all controls. "Home screen" was pressed, a tone sounded, the "service" light came on, and the machine was turned off. When turned back on the machine functioned correctly for the remainder of the incident.